Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a damaged grommet and foreign material on set screw. (B)(4).

Event description:
It was reported that during an implant procedure, an implantable cardioverter defibrillator (ICD)&#265;d not pace after it was connected. The ICD was unhooked and another attempt was made to re-insert the lead into the device. The physician was having difficulty with the grommet and setscrew and it was noted that the setscrew was outside of the connector block. The ICD was exchanged for another device and the procedure was able to be completed successfully. No patient complications have been reported as a result of this event.